Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage and stent movement on balloon occurred. A 3.50mm x 28mm promus premier stent was advanced to the target lesion and was successfully deployed. Then a 24mm x 4.00mm promus premier stent was advanced distally into the recently implanted 3.50mm x 28mm promus premier stent while a non bsc guide catheter was used for "back up" support. As the 24mm x 4.00mm promus premier stent was advance and then withdrawn for repositioning, the proximal part of the stent was caught with the edge of the non bsc sheath, causing stent deformation. The stent was also "pushed off" the balloon by approximately 5mm. As a result, the 24mm x 4.00mm promus premier stent was deployed slightly more distal than the intended location. Another unspecified stent was deployed to cover the rest of the target lesion. It is unknown if the 3.50mm x 28mm promus premier stent contributed to the deformation of the 24mm x 4.00mm promus premier stent. The implanted 3.50mm x 28mm promus premier stent remained well apposed to the vessel wall. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.